Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl, and unspecified pain. The cause of elevated bg was unknown; however customer believes it might be due to expired insulin. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.